Event description:
The reported feedback suggests that there is a leakage at the filter during priming of the set. There was no patient involvement.

Manufacturer narrative:
Correction: this complaint has been over reported it is not a 510k product and has no equivalent. This complaint was over reported by bd and should not have been reported by bd at all. Please consider this MDR cancelled. H3 other text : see section h.10.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there is a leakage at the filter during priming of the set. There was no patient involvement.